Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative reporting that the ins was implanted at an odd angle so part of it was too deep to efficiently receive a recharge. The pocket revision was scheduled for (B)(6) 2018. The recharging issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient is experiencing extremely long recharge times and needing to recharge daily. The remote will show poor to good with occasional excellent and then disconnect. There is palpable thick soft tissue over the inferior border of the battery. This was evaluated by the doctor and the rep. The patient's antenna and remote were tested and were found to be functioning properly. The doctor is planning on doing a pocket revision. No further complications were reported. No additional patient symptoms were reported.